Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system was displaying the patient, but the orders are not crossing over. A technical support specialist restarted the external inbound processing service, which led to the successful draining of messages. The messages have been processed, and the orders were visible on the server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system was displaying the patient, but the orders are not crossing over. The customer reported that there was a delay in receiving medications; however, they activated the devices under critical override. There were no adverse events or injuries reported based on this event.